Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded keypad traces. The pump was unable to perform the operating currents to verify the weak battery alarm due to keypad damage.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 33 mg/dl. The customer treated the low readings with a granola bar. The customer stated that the pump suspended and it froze. The customer stated that she was not able to push any buttons on the pump. The customer stated that she puts the pump in her bra and it could have been sweaty. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.